Manufacturer narrative:
The 8mm cadiere forceps instrument is not available for failure analysis to be performed. The probable root cause cannot be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the cadiere forceps (cf) instrument had a wristed articulation failure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cadiere forceps instrument moved with uncontrolled motion.